Event description:
Physician reported that the insertion was easy after tissue was removed to expose the ostia. On (B)(6) 2012, an ultrasound was performed. No results provided. Physician reported that the pt complained of persistent pain. Essure devices were removed. Recovered.